Manufacturer narrative:
Only the toothbrush head was returned. The product was manufactured at one of the following locations. Contract manufacturer: (B)(4).

Event description:
Consumer reports toothbrush head breakage. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.